Event description:
It was reported that right ventricular lead exhibited high thresholds and low r waves. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).